Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 476 mg/dl, but there was no alarms in alarm history. After customer received replaced insulin pump, customer requested assistance due to having full battery but received a battery out limit alarm. Customer hung up during troubleshooting.